Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a faulty force sensor. However, the device passed the displacement and error alarm test. Unable to confirm motor error alarms. The motor passed the test, further testing could not be performed due to the prime anomaly.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis of 450 mg/dl. It was stated that the customer was experiencing nausea and dehydration before her admission, and she was treated with the insulin pump. It was stated that the device alarmed motor error. Troubleshooting was performed. The time, date, and settings in the device were correct. Reviewed the alarm history and the alarm was confirmed. Ran a fixed prime test and the insulin did exit. Performed a self test and the test passed. Advised the caller to call back when the tubing clamp arrives to complete testing. Instructed the father that the customer should revert to back up plan until the replacement of the insulin pump is delivered. No further info was provided.